Event description:
On 03/01/2007, nellcor puritan bennett received a report of occlusion issues on a 8dct tracheostomy tube. The caller reported that the tracheostomy tube was replaced when the patient found it difficult to breathe. The caller stated that this happened about a month ago. During the call the caller stated that there was a previous occurrence of the same reported complaint about one month prior to this incident. A separate complaint was initiated to address the issue.